Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included retroverted uterus. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometriosis ("endometriosis"), uterine leiomyoma ("uterine fibroids"), dyspareunia ("pain during sex/ stomach area pain during intercourse") and dysmenorrhoea ("dysmenorrhoea (cramping)"). The patient was treated with surgery (thermachoice ablation, hysterectomy with unilateral salpingectomy) and surgery (thermachoice ablation). At the time of the report, the vaginal haemorrhage, menorrhagia, dyspareunia and dysmenorrhoea had resolved and the bacterial vaginosis, endometriosis and uterine leiomyoma outcome was unknown. The reporter considered bacterial vaginosis, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirmed dysmenorrhoea. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received. Reporters added. Events added per pfs: abnormal bleeding (vaginal, menorrhagia), bacterial vaginosis, endometriosis, uterine fibroids, pain during sex/ stomach pain during intercourse. Her pain and bleeding was gone after removal. Essure implant date and removal date was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.